Event description:
It was reported that a malfunction occurred on the customer's pump, with a malfunction code displayed as malf 0 and a fault ID of 0x214c, which was not resettable. The customer was unsure if the issue caused their blood glucose level to exceed 500 mg/dl. The customer agreed to use multiple daily injections as a backup therapy and was informed by technical support that a replacement pump with updated software would be sent. The customer was required to log in to their tandem account to complete training before using the new pump, and technical support confirmed the shipping address.